Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization procedure. Reportedly, there was difficulty with deployment of the sutures, but the sutures ultimately deployed. Manual arterial compression was held because hemostasis was not achieved with the deployed sutures. The patient was taken to surgery and an artery laceration was found. The laceration was surgically repaired and the arteriotomy was surgically closed. The patient was sent to intensive care unit (ICU) and patient status is fine. There was a clinically significant delay in the procedure due to the surgical repair of the artery. The physician is reported to be trained in the use of the proglide device. No additional information was provided.